Event description:
Information received notes that when the patient was seen for a routine follow-up, the pacemaker mode was voo at a rate of 51.9 ppm during magnet application. Demand mode showed that the patient's intrinsic rate was in the 80's. Interrogation revealed dashes (---) for sensor, rate, hys- teresis and sleep parameters. High current drain was also noted. The message "reprogram" was displayed and values were programmable, but the dashes returned upon interrogation.